Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8575, lot# n0047618, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: accessory. Product ID: 8709, lot# l80507, implanted: (B)(6) 2000, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the catheter serial number (B)(4) found sc connector coring-tearing-cuts in seal. Interrogation of the pump determined it was used to infuse morphine and clonidine.

Event description:
The device was returned to the manufacturer with no known issues.